Event description:
Baxter affiliate reports the homechoice set would not prime. Reportedly, the customer used three sets and all three sets would not prime. Affiliate reports no pt injury or medical intervention as a result of incidents. No further info regarding these events is available.